Manufacturer narrative:
The sample has been received for baxter evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Event description:
User facility received on august 10, 2010. It was reported that the patient had ambulated to restroom and was returning to bed when he accidently pulled on his IV tubing and the tubing came apart at the lower portion of the most distal y-site connection. This incident occurred with the clearlink duo-vent continu-flo set, product code 2c8541, with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).